Manufacturer narrative:
According to the info received from the hospital, a central line was placed by the anethiologist during a cardiac catheterization. Reportedly the bent end was down in the femoral region indicating that the insertion was done by the anethiologist rather than a cardiologist. The patient had a diagnostic cardiac cath on **3/7/95 and the CABG was performed on 3/8/95**. A cordis plus csi was utilized by the cardiologist for the cardiac cath procedure. A walrus central line kit was utilized by the anesthiologist for the CABG. Post procedure, the patient complained of chest wall pain. The x-ray revealed the presence of a guidewire in the aorta. Attempts to retrieve via venacavagram were unsuccessful. The wire had been encapsulated by tissue growth. The hospital was informed that, although of a design similar to a pacing lead, csi guidewires are not intended for long-term implant and effects of such are not known. Questions continue as to the actual identify of the guidewire fragment in vivo.